Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the ht70 plus ventilator auto cycled. There was no patient involvement. The service engineer (se) inspected the device and replaced on/off valve. The unit passed all testing, calibrations and operated within the manufacturing specifications.